Event description:
It was reported that the pump pushed insulin out of the cartridge until it was empty. There is no indication that the pt was connected to the infusion site during this event.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred. The loss of cartridge detection was duplicated during testing. Investigation revealed a dislodged display screen and fully dislodged force sensor pins.